Event description:
It was reported that the trigger was broken on the device. No further information was provided.

Manufacturer narrative:
Updated event description to reflect additional information found during device evaluation at the manufacturer facility. The reported disassembly of the trigger and straight pin was confirmed by a manufacturer repair technician through visual inspection. Upon disassembly, it was found that the trigger housing was cracked at the screw boss, which can lead to the reported event. The reported disassembly can be caused by a material fatigue issue or impact.

Event description:
It was reported that the trigger was broken on the device. No further information was provided. Upon device evaluation at the manufacturer facility, it was found that the straight pin of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.